Manufacturer narrative:
Upon review of the alarm trace from march 2024, there were 16 sample clot errors, 6 sample foam errors, 11 sample short errors, 10 abnormal measuring cell condition errors, 39 abnormal low signal errors, and 305 errors indicating that cleaning maintenance is recommended. Upon review of images from the sample foam detection camera, the gripper of the instrument was observed to be very dirty. Many samples showed quality issues, including micro-clots, foam, fibrin, film, or little volume. The samples were observed to be vibrating, which may indicate material fatigue of the sample rack springs. The affected sample showed no abnormalities. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue was not present because controls tested prior to the event were within range.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6) . Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The customer tests samples in duplicate and the number of sample discrepancies has increased for approximately 15 days. No further details were provided. The sample initially resulted in a troponin t value of 145 pg/ml and repeated as 26.8 pg/ml. The sample was repeated on a second analyzer, resulting in a troponin t value of 28.2 pg/ml.